Event description:
Pt reported unexplained high blood glucose levels (200-400mg/dl); pt also self-tested for ketones, which gave a positive result. Pt reported that their in-home nurse noticed their device was not delivering insulin during normal basal, but delivers fine when priming. Pt also stated that insulin cartridge was leaking and there was a bubble inside the infusion set tubing. Pump user self-treated by delivering add'l insulin via injections, but pt has now switched to their back-up device.